Event description:
It was reported that during a coronary stent procedure, the physician had difficulty placing the stent distal to a previously placed stent. The physician could not position the stent, so he then attempted to remove the system. When the delivery system was removed, it was noted that the stent was not on the balloon. No attempts at retrieval were made. The physician successfully placed another stent in the distal location. The pt status is listed as "okay".